Manufacturer narrative:
(B)(4). The problem is a result of use error and is therefore confirmed. The assignable root cause is breach of aseptic technique. A batch review was performed for potentially associated lot numbers gd886036 and gd885285 with no defects noted. A labeling review was performed. The instructions listed in the patient at home guide for the homechoice device state to follow aseptic technique taught by your dialysis center when handling lines and solution bags to reduce the possibility of infection. Additionally the guide instructs the user to use aseptic technique to reduce the chance of infection, this includes whenever the patient is connecting themselves to the cycler, disconnecting, or any time they handle fluid lines and solution bags. The guide states that contamination of any part of the fluid path can result in peritonitis. The guide instructs patients to put on a face mask and wash and dry (or disinfect) their hands thoroughly. Patients are instructed to cap off the patient line and transfer set using a new minicap and flexicap when disconnecting during therapy. Additionally, a direction sheet is provided with the product which has multiple instructions and warnings regarding the use of proper aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.

Event description:
This is a consumer report with supplemental information by a nurse from the USA of external infection, tube rip, and peritonitis in a female patient (B)(6) coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dose, frequency, and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call to baxter customer service, the following was reported. On an unreported date, the patient experienced an unspecified external infection and tube rip, which resulted in peritonitis. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized on the same day. Treatment during hospitalization was not reported. At the time of this report, the patient was recovering from the event of peritonitis. The outcome for the events of external infection and tube rip was not reported. Dianeal therapy was ongoing. On (B)(4) 2011, baxter product surveillance followed up with the peritoneal dialysis nurse (pdn) and received the following additional information. The pdn was not aware of the incident involving a rip in the tubing. The pdn stated the cause of the peritonitis was related to the patient having a cold during therapy and touch contamination. There was no exit site or tunnel infection associated with the peritonitis. The pdn stated that the patient was not hospitalized for the peritonitis (reason unspecified) but did receive remedial treatment for the peritonitis with antibiotics (unspecified). The pdn reported that the patient has recovered from the event of peritonitis. As reported by the pdn, the cause of the peritonitis was a break in aseptic technique and re-training was performed. The nurse reported that the peritonitis was unrelated to dianeal therapy. The nurse did not provide an opinion of causality for the event of external infection and tube rip.